Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented component enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: bilateral adnexectomy. Event description: from the start, the opening and closing of the handle was done with difficulty. The jaws were in contact with the tissues. The tissues were fine. The user observed the incident twice and then removed the device from the patient. He operated the device outside of the patient and the handle locked in the closed position. Both activations had a complete cycle. The surgeon did not notice any particular thing when the device was out of the patient. Original: dès le départ, l'ouverture et fermeture de la poignée se faisaient avec difficulté. Les mors se trouvaient en contact avec les tissus. Les tissus étaient fins. L'utilisateur a observé l'incident à deux reprises puis a retirer le dispositif du patient. Il a actionné le dispositif à l'extérieur du patient et la poignée s'est bloquée en position fermée. Les deux activations ont eut un cycle de fusion complet. Le chirurgien n'a pas remarqué de chose particulière lorsque le dispositif était sorti du patient. Patient status: no patient injury or illness occurred associated with the complaint event.